Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to backup alarm error, the monitoring printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. Monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The pcb was sent for further investigation. The pcb was then tested in our ventilation laboratory. Several pre-use checks were performed before and after three (3) days of ventilation. The reported problem was unable to be reproduced.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the monitoring printed circuit board (pcb) was defective and in need of replacement. Replacement of the monitoring pcb solved the issue. The issue was confirmed in the provided log files. The monitoring pcb is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.